Event description:
Procedure performed: lap unilateral salpingoopherctomy and omentbiopsy. Event description: information received by an applied medical representative, via email, on 17-feb-26: new similar incident on (B)(6). Today the tip of trocar broke. [Name redacted] has taken this box out of storage as she is ¿certain¿ that the previous trocar came from the same box. She will return the trocar from todays event. Additional information received by an applied medical representative, via emails, on 20-feb-26: we asked the customer to open one sterile trocar that haven't been used and it will be returning as well; I sent some pictures earlier today. We will of course send them a new one for this. No patient injury, plastics were found preoperative, and to their knowledge no pieces left in the abdomen. Patient status is well. The plastic was discovered and removed. Procedure was lap unilateral salpingoopherctomy and omentbiopsy. The break was identified after use, during inspection. All pieces were retrieved from customer. The trocar was not used with a robot. Expected products returning: 1 unit used in the surgery (event unit); 1 unit not used in the surgery but non-sterile; unknown quantity of sterile units. Additional information received by an applied medical representative via email on 25-feb-26: it's two trocars returning in that complaint. One is used and involved in the claim reported. The second is one that me and my manager asked them to open, so two non-sterile trocars is returning. Intervention: plastic was discovered and removed. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.